Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose level was 550 mg/dl. The customer reported that there was power loss alarm. Customer was unable to clear the alarm. Customer reported that the insulin pump system has not been in use within 48 hours of reported high blood glucose event. The troubleshooting for high blood glucose level was performed. The customer reported that there was frozen screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, self test and displacement accuracy test. Insulin pump failed the sleep current test due to moisture damage on the harness assembly vibrator and corroded battery tube. Unexpected battery power loss confirmed. Frozen screen not confirmed. Moisture damage was also found on the electronic assembly during visual inspection.